Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restarted sensor session. In addition an early sensor expiration was found on 03-05-2020 but the root cause could not be determined. No injury or medical intervention was reported.